Event description:
The customer reported regarding issues during prime/rewind. The blood glucose reading was over 200mg/dl. The caller stated that the insulin pump alarmed during the manual prime process. The customer mentioned that the insulin pump also alarmed motor error. Advised the customer that the insulin pump would be replaced. No further information was provided.

Manufacturer narrative:
Failure analysis revealed that the insulin pump was unable to prime during the prime test and alarmed motor error during the basic occlusion test as a result of a loose drive support disk. The device had a scratched display window, cracked reservoir tube, and cracked battery tube threads.